Event description:
It was reported that cup was put in way too vertical which resulted in loosening.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information including x-rays and medical records has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.